Manufacturer narrative:
Device information: attempts were made to obtain the device lot/serial number, and the device information was unavailable. If implanted, give date: date of device implant was unavailable. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. Attempts were made to obtain the device lot/serial number, and the lot/serial number was unavailable. No device history record review was able to be completed according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Furthermore, the IFU states that the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patient populations including, but not limited to, pending rupture or ruptured aneurysms.

Event description:
On (B)(6) 2020 the patient arrived to the emergency department with sudden onset abdominal pain radiating to the back. It was reported that the patient had a previously placed gore® excluder® aaa system. Reportedly the original treatment was an emergent treatment in 2017 for a ruptured abdominal aortic aneurysm. It was reported that imaging appeared to show fluid in the patient's abdomen. Reportedly the fluid did not appear to be blood. The patient was reportedly hypotensive and there may have been a possible rupture, but a rupture was not confirmed. A distal type I endoleak was reported on the ipsilateral limb of the trunk-ipsilateral leg component. It was reported that two additional contralateral leg components were used to extend the ipsilateral limb located in the patient's right common iliac artery. The patient's right internal iliac artery was intentionally occluded. There were no further reported issues. The patient tolerated the procedure.